Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that during testing, it was found that impedances were fluctuating with repeated measurements. Intra-cochlear electrodes either read hi or, with the exception of channel 5, or read status ok but values were >. An x-ray has been recommended to look at placements.